Event description:
This customer reported that while pacing a pt, the defibrillator stopped working and a "device error, service required" message was given. There was no negative pt impact related to this event.

Manufacturer narrative:
(B)(4): this customer reported that while pacing a pt, the defibrillator stopped working and a "device error, service required" message was given. There was no negative pt impact related to this event. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.